Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and signs of melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, with 14,440 joules used and 29:52 minutes expended, it was noted that the fiber tip of the surgical fiber began spinning while inside of the cystoscope. The fiber was removed and as the surgeon was inspecting the fiber the fiber tip broke off. The fiber tip was cleaned during the procedure. The fiber was exchanged and the second fiber was utilized to complete the procedure. Patient outcome: ¿fine¿. No injury was reported.